Event description:
As reported to coloplast, though not verified, add'l info rec'd 4/11/2021: (B)(6) 2016- sui, pelvic pain, palpable aris tot migration to the proximal anterior segment under the cephalad portion of bladder base. Excision of aris, anterior colporrhaphy, non-coloplast implant, cystourethroscopy under general anesthesia. No other adverse patient effects were reported.

Manufacturer narrative:
According to the available information, the patient's legal representative severe pain with daily activities and intercourse, chronic urinary tract infections as well as vaginal bleeding and reoccurring stress incontinence, mesh exposure. Aris was implanted on (B)(6) 2007 and excised on (B)(6) 2016. Corrective action: management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type relating to the reported complaints are captured in the product risk documentation. Based on this, and because the device is not available for evaluation, no further corrective action is required at this time. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.